Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300's mg/dl and a correction bolus via the pump was delivered to address the bg level. Additionally, the customer received an incomplete bolus alert. Tandem technical support educated the customer in regards to this alert and the customer acknowledged the information. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support educated the customer regarding occlusion alarms. The customer stated that they did not notice any issues with their supplies at the time of the alarm.